Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer for investigation, which show a device with blood leakage in and around the hub and sample. Additionally, 30 retained samples were subjected to functional tests to assess the functionality of the device. All samples passed testing, exhibiting no signs of damage to the device or leakage during use. Furthermore, these 30 retained samples underwent additional functional tests for retraction lockout testing, and all samples passed as they were able to be activated properly with no evidence of defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set with pah there was leakage from the plastic cover around the safety guard in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set with pah there was leakage from the plastic cover around the safety guard in one device. No adverse impact was reported regarding the patient or user.